Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. Date of issue is an approximation. Patient had a hypoglycemic episode at night. The patient was not wearing the continuous glucose monitor (cgm) at the time of the event. No additional event or patient information was provided.